Manufacturer narrative:
An event regarding pain involving a tritanium shell was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: insufficient information was received for review with the clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, operative reports, xrays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient called requesting recall information. Patient stated he had a total right hip replacement back on (B)(6) 2011, and that approximately 1 and 1/2 - 2 years post procedure he began experiencing pain (pain is difficult to pin point but that on occasion he experiences numbness at the site of the implant). The patient has not seen a physician since experiencing pain.

Manufacturer narrative:
Additional devices listed in this report: cat # 6021-0537, lot # 35569505, description: accolade plus tmzf hip stem #5. Cat # 623-00-32e, lot # mjtkp0, description: trident 0° x3 insert 32mm ID. Cat # 6570-0-232, lot # 35556001, description: delta v-40 ceramic head 32/+4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Devices remain implanted.

Event description:
Patient called requesting recall information. Patient stated he had a total right hip replacement back on (B)(6) 2011, and that approximately 1 and 1/2 - 2 years post procedure he began experiencing pain (pain is difficult to pin point but that on occasion he experiences numbness at the site of the implant). The patient has not seen a physician since experiencing pain.